Manufacturer narrative:
Manufacturer's investigation conclusion: the report of compromised peripheral vascular function could not be confirmed through this evaluation. A specific cause for this event could not be conclusively determined through this evaluation. The research abstract titled ¿evaluation of the effect of artificial pulsatility in continuous flow assist device on peripheral vascular reactivity¿ reported the following information: a pulsatility decrement after continuous flow left ventricular assist device implant has been consistently corroborated as an additive factor further compromising peripheral vascular function in heart failure patients. This study longitudinally examined 32 heartmate 3 lvad patients with an endopat 2000 in order to assess the impact of the speed modulated artificial pulse on the mitigation of impaired endothelial function. The patients¿ reactive hyperemia index (rhi; a measure of endothelial responsiveness) and peripheral augmentation index (ai; a measure of arterial stiffness) were examined prior to the implant procedure and subsequently at the third and sixth month after implantation to assess endothelial function. It was noted that the mean rhi was substantially impaired and below the norm at a baseline. Temporal analysis revealed significant worsening at the third and sixth month post-implantation. Conversely, the ai significantly increased at the third and sixth month post-implantation relative to baseline. The study concluded that the artificial pulsatility of the heartmate 3 does not provide a sufficient pulse amplitude to avert further progression of peripheral vascular dysfunction due to continuous flow circulatory pattern. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available and were not requested. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device serial numbers and associated udis were not provided in the literature. The date of event has been entered as the same as published date (april 2019) since date of data collection was not provided. The reportable aware date is the date the st. Jude medical notifier completed reading the article and entered in the complaint database. Author: p. Ivak et al. St. Department of cardiovascular surgery, institute for clinical and experimental medicine, prague, czech republic. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patients were implanted with a heartmate 3 left ventricular assist device (lvad) on various dates. It was reported through the research abstract titled ¿evaluation of the effect of artificial pulsatility in continuous flow assist device on peripheral vascular reactivity¿ that the heartmate 3 lvad was identified as possibly relating to impairment of peripheral vascular function after lvad implant. A total of 32 patients were included and endothelial responsiveness and arterial stiffness were evaluated at baseline (after lvad implant), 3, and 6 months after lvad implantation. Specific patient information and device serial number were documented as unknown. The device was implanted at the time of event. No further information was provided.